Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing continued power cable disconnect and pump stoppage while connected to the power module, but no clock reset, with multiple low speed advisories for several minutes 2 days previous. The pt had undergone an external percutaneous lead repair recently. The system controller was exchanged with another system controller. The pt was taken to the operating room and underwent a pump exchange from one lvad to another lvad. During the procedure, the surgeon was unable to reproduce alarms with the exterior portion of the percutaneous lead. The chest was opened and the surgeon could not reproduce alarms with interior movement of the lvad. When the surgeon placed the wrench to remove the inflow graft, the lvad stopped each time the exterior housing of the lvad was touched with the wrench.

Manufacturer narrative:
The evaluation of the lvad confirmed a breach in the insulation of the black wire within the external portion of the driveline that could have contributed to the reported event. Upon return of the explanted lvad, the driveline was tested for electrical continuity and it did not reveal any discontinuities or shorts. The driveline was then submerged in a saline bath for high potential (hipot) testing to check for current leakage through the insulation of the wires. This test revealed that the insulation of the black wire within the driveline was breached at approximately 5.25¿ from the metal connector. The observed wire damage appeared to be the result of repetitive flexing of the driveline during use. The remaining wires appeared unremarkable. If the exposed conductors of the black wire contacted the braided shield while operating on a tethered power source, such as the power module, the resulting short to ground could have resulted in the reported alarms and pump stoppages. A review of the pump device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.